Event description:
It was reported that the user had the pump disconnected while awaiting an insulin prescription and, after attempting to connect a dexcom g7 continuous glucose monitor (cgm), the ilet displayed bg run mode despite the dexcom app showing sensor glucose readings; the pump indicated correct pairing code and connection to the sensor, and during troubleshooting glucose values appeared and no further assistance was needed. No injury or adverse physiological effects were reported. Outcomes included no medical intervention and no hospitalization. User support included troubleshooting and education regarding bg run mode alerts, confirmation of sensor-pump pairing and code accuracy, and verification that real-time glucose data resumed on the pump home screen. Investigation of this case revealed that the device functioned as designed once pairing and data flow were confirmed, with transient bg run mode attributable to prior pump disconnection and reconnection workflow. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through standard troubleshooting without device malfunction.